Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Customer did not have enough insulin to reload the cartridge and will speak with their hcp about back up therapy. There was no impact to the customer's blood glucose level.